Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Event description:
It was reported that the system was explanted due to infection. The patient has had multiple infections since implant. There is no allegations that the infection was caused by the system. The patient was asymptomatic. The system will be returned for further analysis.